Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The date of issue is an approximation. After day 2 of the sensor insertion, the patient started to feel a burning sensation. On (B)(6) 2017, the patient's sensor fell off due to the sweat from exercising. The reaction was located on the left side of the abdomen approximately 3 inches from the belly button. Additionally, on (B)(6) 2017, it was reported that the affected area was bleeding and had welts with a scab over it. Per the patient, they developed a scar. The affected area was treated with over-the-counter bacitracin and aloe vera. At the time of contact, the patient was recovering. No additional patient or event information is available.